Manufacturer narrative:
Additional information received on (B)(6) 2019 that there was no patient involvement. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional test were performed. The customer's reported problem was verified. An alarming message "motor service due" displayed during power up. Based on the investigation results, service replaced the pump motor to correct the reported problem. The root cause of the reported problem was the faulty motor.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor service message. No adverse effects were reported.